Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead became dislodged, resulting in elongation of the helix. As a result, the lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.